Event description:
During a paddle lead revision, the surgeon discovered one contact had become dislodged from the paddle. The surgeon located the contact and removed it from the pt. The surgeon decided that it was not necessary to replace the paddle lead. The pt was reprogrammed and is receiving adequate stimulation.